Event description:
Information received from the field notes that the patient presented in the clinic following a syncopal episode. The device initially exhibited 461 ohms impedance but final measurements revealed an impedance of 1367 ohms. Capture thresholds were 3.5 v, 0.8 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received